Manufacturer narrative:
Failure analysis noted that the pump had no button response due to moisture damage on the electronic assembly. There was moisture damage found on the motor assembly. There was no frozen screen or ramping numbers and scrolling bar moving anomaly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that there was moisture damage on the insulin pump. The customer's blood glucose was unknown at the time of incident. The customer stated that the screen was frozen and scrolling by itself. The pump was exposed to rain. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.